Event description:
It was reported a lead revision was planned for the patient. Additional information has been requested, a follow up report will be sent if additional information is received. Per manufacturer¿s device registry system, both the lead and implantable neurostimulator were replaced on 2013 (B)(6).

Event description:
Additional information received reported the patient was ¿very satisfied¿ with the results of the replacement. A loss of therapy was noted as a symptom associated with the event. The patient outcome was no injury.

Manufacturer narrative:
Product ID 3889-28 lot# v436019, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(6);: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown, but the event was attributed to the lead. It was stated that all electrode combinations were greater than 4,000 ohms except the combination of case and 3, which was less than 4,000 ohms and greater than 50 ohms. Reprogramming was done on 2013-11-05 and one program was available. The patient felt a "constant vibration" which did stop with increasing decreasing intensity. The vibration was at the same intensity at 0.5v and 5.0v. A replacement of the lead and implantable neurostimulator did occur on (B)(6) 2013. No hospitalization was required. The patient outcome was not provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).